Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test due to a puncture on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an intermittent image issue. The issue occurred during preparation for use and the unspecified procedure was completed using a similar device. There was no delay or report of patient harm.

Event description:
It was reported, the camera head had an intermittent image issue. The issue occurred during preparation for use and the unspecified procedure was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.